Manufacturer narrative:
It was originally reported that revision surgery would be conducted to remove the trestle plating system due to confirmation of the patients allergic reaction/intolerance to both titanium and nickel. Alphatec received additional information on june 9, 2016 indicating no revision surgery would take place. The implants will be removed upon the development of fusion as consistent with the surgical technique. The trestle implant devices are used to provide temporary fixation during the bone fusion process and are intended to be removed upon successful healing/fusion. The instruction for use (ins-014) state; the trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from (B)(4) and the bone screws are manufactured from surgical grade (B)(4). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion. Postoperative management: the trestle anterior cervical plating system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery.

Manufacturer narrative:
The trestle implants were manufactured from surgical grade raw material which comply to both (B)(4) standards. Additionally, the instruction for use (ins-014) inform the user as to the raw material utilized in the manufacturing of the implants in addition to providing contraindications for those patients with probable intolerances to both titanium and/or nickel. The physician was unaware of the patient's intolerance to both titanium and nickel prior to implantation.

Event description:
Once the trestle cervical plating system was implanted, a female patient from (B)(6) began to have a skin issue/allergic reaction. Testing confirmed the patient is allergic to titanium and nickel within the trestle implants. Revision surgery will be conducted to remove the system.